Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive/frequent bleeding') in an adult female patient who had essure (batch no. 958715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, vaginal pain, uterine fibroid, vaginal discharge and vaginitis bacterial. Concurrent conditions included menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and hydrosalpinx ("fluid collection around essure"). The patient was treated with surgery (endometrial ablation ((B)(6) 2018) and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and hydrosalpinx outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, hydrosalpinx and pelvic pain to be related to essure. The reporter commented: surgical pathology: leiomyomata uteri. Bilateral fallopian tubes with no significant pathologic changes. Cervix with no significant pathologic changes. Secretory endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound doppler - on (B)(6) 2018: large complex fluid collections are seen surrounding bilateral essure devices. Infection cannot be a ruled out. Bilateral large heterogeneous uterine fibroids.. Ultrasound pelvis - on (B)(6) 2018: normal size uterus with 3 submural fibroids all < 2.5 cm. ''Concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive/frequent bleeding') in an adult female patient who had essure (batch no. 958715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, vaginal pain, uterine fibroid, vaginal discharge and vaginitis bacterial. Concurrent conditions included menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and hydrosalpinx ("fluid collection around essure"). The patient was treated with surgery (endometrial ablation ((B)(6) 2018) and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and hydrosalpinx outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, hydrosalpinx and pelvic pain to be related to essure. The reporter commented: surgical pathology: leiomyomata uteri. Bilateral fallopian tubes with no significant pathologic changes. Cervix with no significant pathologic changes. Secretory endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound doppler - on (B)(6) 2018: large complex fluid collections are seen surrounding bilateral essure devices. Infection cannot be a ruled out. Bilateral large heterogeneous uterine fibroids.. Ultrasound pelvis - on (B)(6) 2018: normal size uterus with 3 submural fibroids all < 2.5 cm.. ''Concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.